Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was not successfully implanted due to patient anatomy and an anomoly with the helix unable to fully retract. A new lead was then successfully implanted. This lead was an attempted implant. No adverse patient effects were reported.